Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the suction mouthpiece, air/water nozzle, suction channel, forceps channel, illumination lens, distal end phone tie, or the curved rubber. There were no obvious deviations in reprocessing. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.5 inspection of related equipment and connection of the endoscope". [Inspection of endoscope] 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. [Connection of endoscope and related equipment] [warning] firmly connect the suction tube connected to the suction device to the suction mouthpiece of the scope connector. If the suction tube is not properly connected, dirt may leak from the suction tube, causing damage to peripheral equipment or contamination of the operator, patient, or peripheral equipment by the leaked dirt. "Chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] [when using the spray button] 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image. "Chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. 3. Cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, sagging, deformation, bending, adhesion of foreign matter, falling off of parts, etc. Visually check that there are no abnormalities in the [inspection of suction function] 2. Keeping the height of the forceps plug mouthpiece of the endoscope at approximately the same height as the water level in the container containing the sterile water, immerse the distal end of the endoscope in the sterile water and push the suction button to remove the water. Visually confirm that the is sucked into the suction bin. "Chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". [Inspection of endoscope] 1. Visually check that there are no large scratches, deformations, loose parts, or other abnormalities on the external appearance of the operation unit or scope connector. [Inspection of forceps channel] 1. Insert the instrument through the forceps plug, and check visually and by hand that the instrument comes out smoothly from the suction/forceps port at the tip of the endoscope and that no foreign matter is expelled. 2. Visually and by hand confirm that the instrument can be pulled out smoothly from the forceps stopper. "Chapter 3 preparation and inspection 3.2 inspection of the endoscope". [Inspection of entire endoscope] 8. Visually confirm that there are no scratches, chips, dirt, or gaps around the lens on the lens at the end of the "chapter 3 preparation and inspection 3.2 inspection of the endoscope". [Inspection of endoscope] 3. Abnormalities such as cracks, dents, bulges, edges, scratches, protruding metal wires from the inside, projections, slack, deformation, bending, adhesion of foreign matter, and parts falling off on the outer surface of the entire length of the insertion tube including the curved part and tip." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name: (B)(6) hospital. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle and instrument/suction channel were flushed with air and water, the distal end, instrument/suction channel and nozzle were wiped/brushed, and the instrument/suction channel and nozzle were flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the play of the up/down knob was out of the standard value due to wear of the angle wire, the bending section cover was dirty, the bending section cover adhesive was chipped, the air/water supply and water removal did not meet the standard value due to clogging of the nozzle, the paint on the air/water and suction cylinders was peeled, the forceps channel port was shaved, the image had a partially dark area due to a scratch on the objective lens, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that histoacrylic (medicine agent) adhered to the forceps mouth of the evis lucera gastrointestinal videoscope. The issue occurred during a therapeutic endoscopic embolization procedure. There was no delay and the procedure was completed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was residual liquid or foreign material coming out of the suction connector of the endoscope connector. Also, foreign material was found on the distal end, instrument tube, nozzle, light guide lens and suction tube in the universal cord. The report is being submitted due to foreign material in the scope found during evaluation.